Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2018. Reportedly, the patient wore the sensor beyond seven days. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: g5 mobile sensor sessions last seven days.